Manufacturer narrative:
(B)(4). No product will be returned per customer. The cause of the customer's complaint could not be determined because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that normal saline had been infusing for 2 days before a leak was noticed at the silicone segment upper fitment area. The customer reported there were no issues with the pump module. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.